Event description:
It was reported that after implant, the patient had 2 blood patches. It was then stated that a revision was needed because the lead ¿switched position.¿ it was also mentioned that the patient had stimulation in the wrong location. The patient experienced diarrhea 2 months post implant and was not sure if it was due to the stimulation or the medication she was on. Once the patient was reprogrammed the patient had 75% pain relief.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead. (B)(4).